Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files and screenshots show failed inspiration valve test and a 39.42 l/min leak with an unblocked inspiration port.

Event description:
The customer reported, while using bellavista 1000, blower failure alarm and failsafe alarm. At this time, there is no information regarding patient involvement.